Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
The patient had a right tha performed (B)(6) 2008 using trilock stem and asr cup. This surgeon did a work-up he said, and found elevated blood serum metal ion levels. He wouldn't share with me what those levels were. But he did tell me that the patient wasn't experiencing any pain at all. In fact he said that the patient told him his left hip, which is still a native hip, hurt a lot worse than his rt. The surgeon told me he felt that he needed to revise because of the blood test results. During the surgery, the surgeon told me that the hip and tissues looked normal. After removing the asr 51 head and -1 sleeve, the surgeon said around the trunnion that there was trunnionosis. When he put the old asr on the table, I could visually see some of the black marks he was referring to. The surgeon chose to use a s&n 51/28 dual mobility head and a depuy ceramic ts 28 +5 head . The surgeon put in the real implants and was very happy with the stability, leg length and offset. He closed the patient up.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Litigation records allege pain, stiffness, discomfort, weakness, limited mobility, and anxiety.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.